Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was not reported of the patient was hospitalized for the event. It was reported the patient was "treated for peritonitis but it came back a day later." It was further reported that the patient recovered from the first event of peritonitis. Treatment for the second peritonitis event was unknown. It was reported that the patient passed away on an unknown date. The cause of death was reported to be due to "pd peritonitis" and the hospital stated, "something else going on." It was unknown if an autopsy was performed. Action taken with pd therapy was unknown. No additional information is available.